Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer went high after being hospitalized. The customer was given manual injections to treat the high. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has had low blood glucose levels of 7 mg/dl,9 mg/dl, and 12 mg/dl in the past. The insulin pump will not be returned for analysis.